Event description:
It was reported my medwatch that "the pt underwent the removal of an infected right upper extremity av graft. Immediately following the procedure, an attempt was made to insert a tesio catheter into the right internal jugular. The tesio insertion was aborted due to the development of a pneumothorax and hemothorax and a chest tube was inserted."

Manufacturer narrative:
There was no indication as to what device caused the pneumothorax and hemothorax. No device was returned for evaluation. Both types of events are known potential complications of the insertion procedure and are listed as such in the instructions for use.